Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
It was reported to philips that the device had a power fluctuation. The customer stated that the device was rebooting while in use. The device was not in clinical use at the time of the event. There was no patient or user harm reported. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer stated the ventilator had an error associated with battery failure in the log. The rse provided the part information for a replacement battery as per the service manual, and the error could be related to the internal battery. The customer returned a call to the philips rse on 12-aug-2020 and advised that the issue was determined to be a bad wall outlet at the facility and not the device.